Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient # (B)(6) index procedure was performed on (B)(6) 2022. On 15-jul-2024 apifix was notified that patient # (B)(6)  is scheduled for revision surgery on (B)(6) 2024 due to the device having reached its maximum length and the patient is still growing. On 25-jul-2024 apifix followed up with the reporter for additional informaton which was provided. According to the reporter, "patient # (B)(6), index procedure (B)(6) 2022, underwent a planned screw replacement due to fully extended implant. Because there was already a 125mm implant used, the construct was shortened by going up one level with the apifix screw. A new screw was placed at t11. Surgery went well." Re-operation events are a known risk that was assessed and recorded by the product risk assessment. The risk of patient re operation due to inadequate curve correction is a known risk, and has been characterized and documented as acceptable within full risk assessment. The events of 'implant failure to maintain extension/curve correction' and 'subsequent surgical interventions are addressed in the IFU as potential risks associated with the mid-c system. Apifix is closing this complaint at this time, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If new relevant information is made available, apifix will re-open and update the complaint record and file a follow up medwatch report. Medical device problem code used was: 3191 - appropriate term/code not available. The mid-c system is a ratchet-based self-expandable rod designed to passively increase its length and subsequently maintain its length as the child bends in the corrective direction and also accommodate the natural growth of the spine of young children. In this case the implant (rod) was at its maximum elongation. The appropriate code which isn't available is 'device at maximum elongation.'

Event description:
On 15-jul-2024 apifix was notified that patient # (B)(6) is scheduled for revision surgery on (B)(6) 2024 due to the device having reached its maximum length and the patient is still growing.